Event description:
It was reported that the customer had "no delivery" alarms and bent cannulas. The nurse stated that the customer was hospitalized for high blood glucose and dka. The customer's bg was treated with insulin drip. Troubleshooting was performed. The programming and histories in the pump were accurate.